Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's electrode belt was generating service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon receipt the trunk cable was detached from the distribution node (dn), the j702 connector was broken from the dn pca. The root cause for the detached cable and broken connector cannot be positively determined but is likely excessive force. No adverse event resulted from the broken cable. The patient received a replacement electrode belt.